Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and continues to experience back pain, recurrent infections, abdominal pain, groin pain, continued incontinence, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. The patient underwent mesh removal on (B)(6) 2012 due to infection all the time, severe pain in lower back and abdominal, tumor removed from bladder, incontinence, pain with sex for both her and husband. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.